Event description:
A progressive rise to elevated right ventricular (rv) lead threshold measurements. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).